Manufacturer narrative:
Concomitant products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3389-40, lot# j0343642v, implanted: (B)(6) 2004, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3389-40, lot# j0340291v, implanted: (B)(6) 2004, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3389-40, lot# j0343642v, implanted: (B)(6) 2004, product type lead; product ID 3389-40, lot# j0340291v, implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
It was reported that there were high impedances noted. An x-ray was ordered but there was reportedly ¿nothing apparent.¿ the reporter stated that the patient was having a revision on the day following this report. The following day, it was reported that prior to the revision surgery, the impedance readings were greater than 40000 ohms on all pairs involving electrode 0. The connections at the chest and behind the ear were reportedly explored and impedances were still high with contact 0. The lead was then tested separately using an external neurostimulator (ens) and impedances on contact 0 were within normal range, however it was found that there were three shorts that had not existed before. The reporter noted that the lead looked ¿smooshed¿ in an area when it was ¿taken apart from testing lead alone¿ with ens. The next day, it was reported that during the revision surgery on the day prior, the hcp ¿opened the extension behind the ear¿ and the area was ¿kind of crushed.¿ the reporter stated that the hcp tested the impedances on the lead after removing the boot and impedances were ¿around 20000 and 23000 ohms¿ but the bottom three contacts showed low impedances. The hcp changed out the extension and implantable neurostimulator (ins) and connected everything. It was noted that everything worked well and impedances were normal. The reporter suspected that the extension was at fault. The reporter stated that the patient was doing great and was symptom free.